Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Per the reported event details, the target lesion was severely calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture and sheath removal issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse rx balloon catheter. During the procedure, the balloon catheter allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.